Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Note: per the stellar 100 user guide, (contraindication), the stellar is contraindicated in patients who are unable to endure more than a brief interruption in ventilation, the stellar is not a life support ventilator. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient had a continued oxygen desaturation while using a stellar device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Review of the device data logs revealed that no oxygen sensors were connected to the device at the time it was on the patient, therefore, device was unable to alarm about a potential patient desaturation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of this device remains acceptable. Note: per the stellar 100 user guide, (contraindication), the stellar is contraindicated in patients who are unable to endure more than a brief interruption in ventilation, the stellar is not a life support ventilator. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient had a continued oxygen desaturation while using a stellar device. There was no patient injury reported as a result of this incident.